Manufacturer narrative:
In troubleshooting the problem with olympus technical support, technical support determined replacement of the bulb was necessary to resolve the issue. Technical support advised the reporter to replace the bulb.

Event description:
A user facility reported to olympus that an "e102" error was generated by the olympus, clv-s190 light source. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that a e102 failure occurred because the lamp failed due to the end of its useful life.